Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient developed signs of infection around their implantable cardioverter defibrillator pocket, including redness, heat emission, and scabbing around the wound site. The patient was administered antibiotics. The patient was stable.